Manufacturer narrative:
Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 6-mar-2017: quality-safety evaluation was received. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she experienced device migrating (seen as device dislocation). A hysterectomy was performed around 5 months after placement. The reported event is serious due to medical significance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the present case, the event was detected after insertion. Given the nature of event, a causal relationship with essure cannot be excluded. This case was regarded as incident since a surgical device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of tubal rupture ("fallopian rupture"), uterine perforation ("perforation"), device dislocation ("device migrating/ migration"), device breakage ("device breakage"), abortion spontaneous ("miscarriage"), genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced tubal rupture (seriousness criterion medically significant), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), hypersensitivity ("allergic and/or hypersensitivity reactions"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (patient underwent pelvic surgery/hysterectomy to try and alleviate the symptoms. Essure was removed on (B)(6) 2014. At the time of the report, the tubal rupture, uterine perforation, device dislocation, device breakage, abortion spontaneous, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, dyspareunia, vaginal discharge and vaginal infection outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device breakage, device dislocation, dyspareunia, genital haemorrhage, hypersensitivity, pregnancy with contraceptive device, tubal rupture, uterine perforation, vaginal discharge and vaginal infection to be related to essure. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 15-sep-2017: reporter's information were updated. Product indication was added. Event: abnormal bleeding, dyspareunia, vaginal discharge, vaginal infection, device breakage, fallopian tube rupture, pregnancy and subsequent miscarriage, allergic and/or hypersensitivity reactions and migration/ perforation (severe pelvic pain, severe cramping) of the essure device. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of tubal rupture ("fallopian rupture"), uterine perforation ("perforation"), device dislocation ("device migrating/migration"), device breakage ("device breakage"), genital haemorrhage ("abnormal bleeding"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("pregnancy") in a 33-year-old female patient who had essure (batch no. B53029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included low back pain. On (B)(6) 2014, the patient had essure inserted. In june 2014, the patient experienced allergy to metals ("nickel allergy"), migraine ("migraine"), headache ("headache") and fungal infection ("yeast infection"). In 2014, the patient experienced nausea ("nausea"), arthralgia ("joint pain"), dysmenorrhoea ("dysmenorrhea ( cramping )") and back pain ("back pain"). In july 2014, the patient experienced vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia"), constipation ("unable to go to bathroom") and fatigue ("fatigue"). In august 2014, the patient experienced endocrine disorder ("endocrine system shut down, inflammatory changes"). In september 2014, the patient experienced alopecia ("hair loss"). On an unknown date, 3 months 22 days after insertion of essure, the patient experienced tubal rupture (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), hypersensitivity ("allergic and/or hypersensitivity reactions"), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia"), vaginal infection ("vaginal infection"), rash ("skin rashes"), weight increased ("weight gain") and hormone level abnormal ("hormonal change"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (patient underwent pelvic surgery/hysterectomy to try and alleviate the symptoms), surgery (patient underwent pelvic surgery/hysterectomy with bilateral salpingo-oopherectomy), surgery (patient underwent pelvic surgery/hysterectomy to try and alleviate the symptoms) and surgery (patient underwent pelvic surgery/hysterectomy to try and alleviate the symptoms). Essure was removed on 6-nov-2014. At the time of the report, the tubal rupture, uterine perforation, device dislocation, device breakage, genital haemorrhage, abortion spontaneous, pregnancy with contraceptive device, hypersensitivity, abdominal pain lower, dyspareunia, vaginal discharge, vaginal infection, rash, female sexual dysfunction, nausea, weight increased, constipation, arthralgia, migraine, headache, dysmenorrhoea, fatigue, alopecia, endocrine disorder, fungal infection, back pain and hormone level abnormal outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, arthralgia, back pain, constipation, device breakage, device dislocation, dysmenorrhoea, dyspareunia, endocrine disorder, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, migraine, nausea, pregnancy with contraceptive device, rash, tubal rupture, uterine perforation, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58.9 kgs. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion "concerning the injuries reported in this case , the following one was described in patient's medical record: pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)-2018: pfs received:events : skin rashes, apareunia, nausea, nickel allergy, weight gain, constipated, joint pain, vaginal infection, migraine, headache,fatigue, dysmenorrhea ( cramping ), hair loss, endocrine system shut down, inflammatory changes, yeast infection, back pain" reporter, lot number added from pfs. Historical condition and lab data added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of tubal rupture ("fallopian rupture"), uterine perforation ("perforation"), device dislocation ("device migrating/migration"), device breakage ("device breakage"), genital haemorrhage ("abnormal bleeding"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("pregnancy") in a 33-year-old female patient who had essure (batch no. B53029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included low back pain. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"), migraine ("migraine"), headache ("headache") and fungal infection ("yeast infection"). In 2014, the patient experienced nausea ("nausea"), arthralgia ("joint pain"), dysmenorrhoea ("dysmenorrhea ( cramping )") and back pain ("back pain"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia"), constipation ("unable to go to bathroom") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced endocrine disorder ("endocrine system shut down, inflammatory changes"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, 3 months 22 days after insertion of essure, the patient experienced tubal rupture (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), hypersensitivity ("allergic and/or hypersensitivity reactions"), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia"), vaginal infection ("vaginal infection"), rash ("skin rashes"), weight increased ("weight gain") and hormone level abnormal ("hormonal change"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (patient underwent pelvic surgery/hysterectomy to try and alleviate the symptoms), surgery (patient underwent pelvic surgery/hysterectomy with bilateral salpingo-oopherectomy), surgery (patient underwent pelvic surgery/hysterectomy to try and alleviate the symptoms) and surgery (patient underwent pelvic surgery/hysterectomy to try and alleviate the symptoms). Essure was removed on (B)(6) 2014. At the time of the report, the tubal rupture, uterine perforation, device dislocation, device breakage, genital haemorrhage, abortion spontaneous, pregnancy with contraceptive device, hypersensitivity, abdominal pain lower, dyspareunia, vaginal discharge, vaginal infection, rash, female sexual dysfunction, nausea, weight increased, constipation, arthralgia, migraine, headache, dysmenorrhoea, fatigue, alopecia, endocrine disorder, fungal infection, back pain and hormone level abnormal outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, arthralgia, back pain, constipation, device breakage, device dislocation, dysmenorrhoea, dyspareunia, endocrine disorder, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, migraine, nausea, pregnancy with contraceptive device, rash, tubal rupture, uterine perforation, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58.9 kgs. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion . "Concerning the injuries reported in this case , the following one was described in patient's medical record: pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of tubal rupture ('fallopian rupture'), uterine perforation ('perforation'), device dislocation ('device migrating/migration') and device breakage ('device breakage') in a 33-year-old female patient who had essure (batch no. B53029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included low back pain. On (B)(6)2014, the patient had essure inserted. In 2014, the patient experienced nausea ("nausea"), arthralgia ("joint pain") with gait inability, dysmenorrhoea ("dysmenorrhea ( cramping )") and back pain ("back pain"). In (B)(6)2014, the patient experienced allergy to metals ("nickel allergy"), migraine ("migraine"), headache ("headache") and fungal infection ("yeast infection"). In (B)(6)2014, the patient experienced vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia"), constipation ("unable to go to bathroom") and fatigue ("fatigue"). In (B)(6)2014, the patient experienced endocrine disorder ("endocrine system shut down, inflammatory changes"). In (B)(6)2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced tubal rupture (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), abortion spontaneous ("miscarriage"), hypersensitivity ("allergic and/or hypersensitivity reactions"), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia"), vaginal infection ("vaginal infection"), rash ("skin rashes"), vulvovaginal mycotic infection ("yeast infection"), abdominal pain ("abdominal pain"), ovarian cyst ("have cyst on my ovary"), abdominal distension ("very bloated stomach"), pelvic discomfort ("discomfort") and dysgeusia ("metal taste in mouth"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal change"). The patient was treated with surgery (patient underwent pelvic surgery/hysterectomy to try and alleviate the symptoms and patient underwent pelvic surgery/hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2014. At the time of the report, the tubal rupture, uterine perforation, device dislocation, device breakage, genital haemorrhage, abortion spontaneous, pregnancy with contraceptive device, hypersensitivity, abdominal pain lower, dyspareunia, vaginal discharge, vaginal infection, rash, female sexual dysfunction, nausea, weight increased, constipation, arthralgia, migraine, headache, dysmenorrhoea, fatigue, endocrine disorder, fungal infection, back pain, hormone level abnormal, vulvovaginal mycotic infection, ovarian cyst, abdominal distension and pelvic discomfort outcome was unknown and the alopecia and abdominal pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, arthralgia, back pain, constipation, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endocrine disorder, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, migraine, nausea, ovarian cyst, pelvic discomfort, pregnancy with contraceptive device, rash, tubal rupture, uterine perforation, vaginal discharge, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Hysterosalpingogram - on (B)(6)2014: results: total bilateral occlusion. "Concerning the injuries reported in this case , the following one was described in patient's medical record: pelvic pain". Concerning the injuries reported in this case , the following one was described in patient's social media: gait inability, pelvic discomfort, abdominal distension, ovarian cyst, dysgeusia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2020: social media received: reporter information was added. New events "have cyst on my ovary, very bloated stomach, discomfort, couldn't walk, metal taste in mouth" were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of tubal rupture ('fallopian rupture'), uterine perforation ('perforation'), device dislocation ('device migrating/migration'), device breakage ('device breakage'), genital haemorrhage ('abnormal bleeding'), abortion spontaneous ('miscarriage') and pregnancy with contraceptive device ('pregnancy') in a 33-year-old female patient who had essure (batch no. B53029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included low back pain. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced nausea ("nausea"), arthralgia ("joint pain"), dysmenorrhoea ("dysmenorrhea ( cramping )") and back pain ("back pain"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"), migraine ("migraine"), headache ("headache") and fungal infection ("yeast infection"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia"), constipation ("unable to go to bathroom") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced endocrine disorder ("endocrine system shut down, inflammatory changes"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced tubal rupture (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), hypersensitivity ("allergic and/or hypersensitivity reactions"), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia"), vaginal infection ("vaginal infection"), rash ("skin rashes"), vulvovaginal mycotic infection ("yeast infection") and abdominal pain ("abdominal pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal change"). The patient was treated with surgery (patient underwent pelvic surgery/hysterectomy to try and alleviate the symptoms and patient underwent pelvic surgery/hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the tubal rupture, uterine perforation, device dislocation, device breakage, genital haemorrhage, abortion spontaneous, pregnancy with contraceptive device, hypersensitivity, abdominal pain lower, dyspareunia, vaginal discharge, vaginal infection, rash, female sexual dysfunction, nausea, weight increased, constipation, arthralgia, migraine, headache, dysmenorrhoea, fatigue, endocrine disorder, fungal infection, back pain, hormone level abnormal and vulvovaginal mycotic infection outcome was unknown and the alopecia and abdominal pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, arthralgia, back pain, constipation, device breakage, device dislocation, dysmenorrhoea, dyspareunia, endocrine disorder, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, migraine, nausea, pregnancy with contraceptive device, rash, tubal rupture, uterine perforation, vaginal discharge, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. "Concerning the injuries reported in this case , the following one was described in patient's medical record: pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jan-2020: pfs received. Event : yeast infection were added. Event outcome :abdominal pain and hair loss were updated. Incident a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migrating") in a female patient who received essure. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (removal of essure and hysterectomy on (B)(6) 2014). Essure was withdrawn. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she experienced device migrating(seen as device dislocation). A hysterectomy was performed around 5 months after placement. The reported event is serious due to medical significance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the present case, the event was detected after insertion. Given the nature of event, a causal relationship with essure cannot be excluded. This case was regarded as incident since a surgical device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.